Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had high and low blood glucose but not hospitalized. Customer's blood glucose was 500 mg/dl. The customer had a high blood glucose yesterday and woke up low. Customer stated that she was sweaty and shaky when she had her low blood glucose. Customer stated that she overcorrected which is what caused her to go low. Customer stated when she had her lunch, she doesn't think she got the right amount of insulin because of her blood glucose up to 500 mg/dl. The customer stated that she changed the infusion set, reservoir and her blood glucose went down. Customer stated that her doctor made changes to her settings. The customer needed assistance in turning on the blood glucose reminder feature. The customer was offered to troubleshoot but declined stating the issue were their fault. The customer was assisted with turning on the blood glucose reminder.